Event description:
It was reported from a study, the patient undergoing high risk percutaneous coronary intervention had an impella cp placed for mechanical circulatory support. The support was successful for under 3 hours and the impella pump was explanted per protocol. However, it was further reported under the study, the patient experienced the following adverse events: cardiogenic shock with hypotension and acute kidney injury (aki). Hypotension immediately occurred after placement of the impella sheath (contributing to the hypotension in the setting of acute myocardial infarction left anterior ascending artery). The aki occurred within 24 hours of index procedure and was noted to be likely secondary to hypotension occurring during the index procedure, which was exacerbated by the impella pump placement. The relatedness for both hypotension and aki events was noted as "possible" to the impella cp device procedure.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed and renal failure has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding and the renal failure issue was not determined since product was not returned and much information is provided as per the clinical description provided. The instructions for use reported in the initial report is from IFU for impella cp with smartassist for use during cardiogenic shock and high risk cpi. D4-updated model number.